Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A complete lead was returned for analysis. Externalized conductors due to inner insulation abrasion was noted from 82.7 cm to 82.8 cm from the connector pin. The etfe coating was intact at this location. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.